Event description:
It was reported the subject product produced a blurry vision (image). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and in addition, the following reportable malfunction was identified during the device evaluation: moisture on the charged coupled device lens. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h2, h3, h4, h6, h11

Event description:
No additional information received from customer.